Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the malfunction code, which did not recur post-reset. The customer was informed that they could continue using the pump and advised to call back if the malfunction code reappears.